Event description:
Laser assisted removal of tumor from right main stem of bronchus. Intermittent use of 100% oxygen via face mask. Subsequent placement of endotracheal tube with portex adaptor. During procedure "small explosion" occurred inside the bronchus. Pt suffered serious burn and is under physician care. Bronchoscope and endotracheal tube were burned.